Manufacturer narrative:
The onyx has not been returned for analysis as it was used in the procedure. As a result, the cause of the reported event cannot be determined at this time. The onyx instructions for use advises, "only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion." And "use of excessive pressure may result in catheter rupture and embolization of unintended areas." Please reference MDR 2029214-2017-00064 for the catheter referenced in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that some onyx leaked out of the distal end of the apollo, but not from the tip during the procedure. This was also observed under angiography with onyx in the guide catheter as well. The physician removed the apollo catheter and removed the onyx by suction from the guide catheter. However, some of the onyx also wound up in the occipital artery, partially blocking the vessel, which was partially aspirated to remove the occlusion. The procedure was started again with a new catheter. No injury has been reported. The patient was receiving onyx embolization to treat a dural fistula, which is mainly fed by the occipital artery. The vessel tortuosity was normal. The catheter was inspected prior to use. After the distal position was reached, contrast was injected for verification of the intra vessel position. After this, the apollo was flushed with dmso (0.1 cc/minute flushing with dmso). No leak was detected at this time. The guidewire (non-covidien/medtronic wire) was introduced to the microcatheter prior to observing the leak. There were no kinks or damage observed to the catheter aside from the leak. The injection rate of the onyx was 0.1 ml/min after flushing with dmso. Injection was continuous. There was an approximately 15 second pause. There was no friction or difficulty felt during delivery of the onyx before it appeared out of the tip of the guide catheter instead of the tip of the apollo. After the leak was observed, the physician removed the apollo and was able to remove parts of the onyx in the guide catheter with a syringe (suction). However, some onyx ended up in an unintended location in the occipital artery, partially blocking the vessel. The blockage was partially aspirated and there have been no clinical impact reported. A new apollo was used to complete the procedure. The patient is being treated with heparin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.